Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on an unk date after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) for the same pt involving two separate product. Associated MDR #1225714-2013-02538.

Manufacturer narrative:
This is one of two device reports for this event; the associated MFR report numbers are 1225714-2013-02537 and 1225714-2013-02538. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleges that the patient experienced a second cardiac event approximately ten month later, and that both the first and second event were of a sudden nature. The patient expired approximately two and a half years after the second event, all of which was allegedly caused by the patient's exposure to the product administered during dialysis treatment.